Manufacturer narrative:
(B)(4). The device was not identified or returned to baxter for evaluation. Therefore, an evaluation could not be completed. If the device is identified and returned, an evaluation will be completed and a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump failed to deliver the programmed amount during therapy (1l of normal saline over 1hr) in the infusion clinic. At the end of the hour there was still 300ml remaining in the bag. It was also reported there was no patient injury.